Manufacturer narrative:
This product is registered as a combination product. Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented with noise, increased pacing impedance, increased capture threshold, and decreased sensing from their atrial lead. The lead was then found to be fractured. The lead was capped and replaced on (B)(6) 2021. Patient was stable after the procedure.